Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and urge incontinence. It was reported, that they didn't think the device was working properly. Patient said, they had a lot of infections and retention. Patient had not stopped taking their medication. Patient called, the manufacturer representative (rep). And the representative was so angry and didn't know how to help the patient. Patient services reviewed, role of representative and redirected to healthcare provider. Patient said, every time they changed the program, it helped for 2 -3 days and then it didn't. Patient was on program 6 and increased stimulation to 8. 6 yesterday (2023-jul-10), because they couldn't go to the bathroom. Patient said, program 6 was their last program to try. Patient said, they had a lot of infections and the healthcare provider (hcp) recommended antibiotics. Patient said, the infection was so bad at one point, they urinated in front of everyone ,during a business meeting. Patient was not getting a 50% reduction in symptoms. Patient had a lot of retention. Patient said, the device helped for 2-3 days, after an adjustment. This cycle had been going on since implant. Additional information was received, from the manufacturer representative (rep). They stated, that the patient did experience urinary retention, prior to the implant. The retention was not worsened by the implant. They did no clarify, whether the patient was referring to utis when they reported "infections". The patient did experience utis, prior to implant, per the implanted. The utis were not worsened, after implant to the rep's knowledge. Additional information was received, from a healthcare professional (hcp). The hcp confirmed, that the infections mentioned were utis. They had prescribed, the patient for amoxicillin. And it was unknown, if the issue had resolved. They also confirmed, that the patient had experienced retention, prior to the device, that it had not worsened, and that catheterization was the patients standard of care, prior to the device. When asked, to clarify the statement of "the device was not working properly". The hcp stated, that the device was confirmed, to be on and that they had a normal impedance check on 2023-jun-19. When asked, what had caused the device to not be working. They stated, that the device was working, but that the patient continued to have utis. They stated, that the steps taken to resolve the issue were to change the program/amplitude from program 5 at 7.1amps to program 6 at 4.0 amps. Additional information was received, from the patient. They reported, that the patient called back reiterating similar concerns. Patient stated, that their implant has not worked, since implant and they are losing their urine. Patient stated, that they connected to their implant before the call and encountered an "end of service" message on their handset. Agent reviewed, meaning of message with patient and redirected the patient to their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their previous device lasted less than 2 years, and when they talked to their doctor, they were told it would last for 10 years, but it only lasted 2 years and had to be replaced. The patient said they didn't feel much different, and it was very frustrating because the person who was supposed to help them adjust, revise, or educate them on the device never helped and was very mean. The patient mentioned that one time in the airport, their urine came out completely without them feeling it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.